Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings of below 25 mg/dl. It was noted that the customer was comatose. It was noted that the customer may have not eaten enough. Customer was hospitalized for four days and then released. No further information reported.